Event description:
The customer reported that the left monitor would intermittently lose the live video. The customer continues to use the system. Also, the unit sounds like it is fluoring, but is not fluoring. No pt injuries were reported.